Event description:
It was reported that the tip of a gore suture passer needle broke off inside of a patient during a laparoscopic ventral hernia repair. The tip could not be retrieved by the surgeon and remains in the patient. The patient is reported to be doing fine with no complications.

Manufacturer narrative:
The potential for device breakage is addressed in the warnings section of the instructions for use stating, "do not bend the needle or sleeve assembly. Incomplete needle retraction into the sleeve during use may cause breakage of the needle tip. Should the needle inadvertently come loose or a portion break, falling into the cavity, retrieve the part with gaspers." Additionally, the contraindications section of the IFU states, "the gore spi or any of its parts are not for implantation." All available information has been placed on file for use in tracking, trending and follow-up.